Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 624843) inserted for female sterilization. The patient's medical history included endometriosis, arthritis, thyroid disorder, goiter, panic attack, cesarean section, cholecystectomy and cardiac pacemaker insertion. Concurrent conditions included weight loss, bleeding menstrual heavy, itching eyes, visual disturbance, menstrual cycle abnormal, headache, menorrhagia, dysmenorrhea, dyspareunia, vulval vestibulitis, abdominal pain, left lower quadrant pain, intramural leiomyoma of uterus, haemorrhagic cyst and irritable bowel syndrome. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 624843) inserted for female sterilization. The patient's medical history included endometriosis, arthritis, thyroid disorder, goiter, panic attack, cesarean section, cholecystectomy and cardiac pacemaker insertion. Concurrent conditions included weight loss, bleeding menstrual heavy, eye itching, visual disturbance, menstrual cycle abnormal, headache, menorrhagia, dysmenorrhea, dyspareunia, vestibulitis, abdominal pain, left lower quadrant pain, uterine fibroids, haemorrhagic cyst and irritable bowel syndrome. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.